Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcomes associated with the hernia mesh used to treat the patient including serious shock, disability and abdominal pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with a bard/davol ventralight st mesh to repair an umbilical hernia on or about (B)(6) 2017. The patient underwent additional surgical procedures to repair and/or remove the defected mesh on or about (B)(6) 2019. It is alleged that the patient sustained serious and permanent injuries and also suffered and will indefinitely continue to suffer physical pain, mental anguish and hospitalization. It is also alleged that patient sustained severe abdominal pain, functional impairments, multiple abrasions, lacerations, contusions, traumatic neurosis, serious shock to the system and a general tearing and straining of the muscles and ligaments throughout the body. It is also alleged that the patient sustained severe pain and suffering including headaches, cognitive deficits including deficits with organizational skill, problem solving, expressive language, concentration and memory, backaches, fatigue, anxiety, irritability, nervousness, depression and insomnia. The patient continues to undergo medical care and treatment and alleges for further medical care in the foreseeable future. It is also alleged that the device was defective.